Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) shut down during use. The epg passed all incoming functional tests. It was indicated that upper case was broken. It was also indicated that the lower case, battery drawer, battery latch, side bail covers, ring cover, o-ring battery latch, o-ring battery drawer and ring cover screw were contaminated. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use as back-up pacing during an implant procedure for an implantable pulse generator (ipg) and unexpectedly shut down. The epg was replaced. A later battery replacement did not resolve the issue. The epg was returned for service. No patient complications have been reported as a result of this event.